Manufacturer narrative:
The customer indicated the devices were discarded. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard ((B)(4)) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaint. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapters of the tubing sets were connected to unspecified catheters to deliver unspecified solutions. After unspecified lengths of time in use, the option-lok male adapters disconnected from the catheters. There were no reported adverse pt effects and no reported delays in therapies critical for these patients. No medical interventions were reported. Though requested no add'l info was provided.